Manufacturer narrative:
Date of event: exact date of postoperative migration is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for left femoral trochanteric fracture with the proximal femoral nail antrotation (pfna) blade. The surgery was completed successfully without any surgical delay. On (B)(6) 2020 the surgeon confirmed that the telescoping progressed about 15mm and he followed up the patient. On (B)(6) 2020 the patient reported pain, and the surgeon confirmed that the blade was dislocated upside, but cut-out didn¿t occur. The patient will undergo the removal of pfna and bha surgery on (B)(6) 2020. No further information is available. Concomitant device reported: end caps: pfna-ii (part # unknown, lot # unknown, quantity #: 1 ); pfna-ii ø11 xs 130° l170 tan (part # 472.106s, lot # unknown, quantity # :1 ); screws: locking (part # unknown, lot # unknown, quantity #: 1 ) this report is for one (1) pfna-ii blade l80 tan. This is report 1 of 1 for complaint (B)(4).

Event description:
The revision operation was completed successfully on (B)(6) 2020. This event was caused because the patient has osteoporosis and the fracture type was unstable, not from the implants.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4, h6: part number: 04.027.051s; synthes lot number: 5l68083; manufacturing site: bettlach; release to warehouse date: (B)(6) 2019. Expiry date: 01.aug.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.